Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system failed to start up due to a blue screen. The philips field service engineer (fse) inspected the system onsite and was unable to reproduce the reported problem as the customer had resolved it by restarting the system. The fse carried out a function test, and the system passed without any issues. After restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system could not start up as a blue screen appeared.the device was outside clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.